Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose (bg) level of 388 mg/dl. Customer was treated with intravenous fluids, but they could not recall what type of fluids were used, and insulin to address the elevated bg. Customer was discharged three hours later the same day with the issue resolved and no permanent damage. Customer changed pump supplies to address the issue. No additional patient or event information was available.